Manufacturer narrative:
The 22 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 23 to 22.

Event description:
This report summarizes 22 malfunction events, where it was reported the devices experienced difficulty engaging and disengaging the brakes. There was no patient involvement.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced difficulty engaging and disengaging the brakes. There were 22 events with patient involvement however no adverse consequence was alleged to have occurred.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 23 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.